Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon inserted laparoscopic device into 5mm trocar positioned in patient's abdomen. The seal of the trocar was damaged. Surgeon found a small foreign body with the camera and discovered that the laparoscopic device had dislodged a small piece of plastic from the opening of the trocar and pushed it through into abdominal cavity. Surgeon used a laparoscopic grasper to retrieved foreign body and replaced defective trocar to resolve the issue. There was no patient injury.